Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the instrument had a defective test cup assembly. The fse replaced and realigned the test cup assembly then ran quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2163c.transfer cup not released was a defective test cup assembly.

Event description:
On (B)(6) 2017, a customer reported error 2163 c. Transfer cup not released on the aia-900 instrument. The customer noted that this is an ongoing issue. The customer cleaned the pickup chuck and the system started working. The customer is unable to run patient samples on estradiol (e2) and bhcg reproductive hormone. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2 and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.